Event description:
A malfunction was reported when a malfunction code was displayed on the pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support arranged for a replacement pump to be sent to the customer, and the customer was instructed to use multiple daily injections as a backup therapy.